Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the surgery for pump replacement and catheter implant the patient had an infection and the catheter came out of the intrathecal space. It is unclear when this event occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model #: 8709, lot# l59320, implanted 2000 (B)(6), explanted: unk, model 8578 lot# n144329, implanted: 2009 (B)(6), explanted: unk.

Event description:
The health care provider later reported that the patient did not have an infection related to the pump. The patient had been treated with antibiotics peri-operatively. The patient was admitted to the hospital a few days after pump implant due to elevated serum glucose approximately 423 and increased wbc (white blood count). A cfs culture was obtained and negative. The patient was noted to have a "budding" yeast infection and was treated with an antifungal. Per the hcp the device was not affected. The patient outcome was noted as infection resolved. No drug withdrawal was noted. The date of the last refill was noted to be (B)(6) 2009. The pump was used to deliver hydromorphone and marcaine.